Event description:
A customer reported that the unit of measurement setting of their locked freestyle blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Per the physician, the patient experienced skin breakdown at the site of the antenna/coil, resulting in device extrusion and device non-use. A skin flap revision, or explant surgery is planned, but had not taken place at the time of this report may 5, 2010.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. Indications of memory overwrite were observed. Meter's uom was selectable, unlocked and set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(6).